Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 2-year-old female patient who received gsk toothbrush (aquafresh milk teeth toothbrush) toothbrush for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started aquafresh milk teeth toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting aquafresh milk teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant), gagging, cough and product complaint. The action taken with aquafresh milk teeth toothbrush was unknown. On an unknown date, the outcome of the choking, gagging, cough and product complaint were unknown. It was unknown if the reporter considered the choking, gagging, cough and product complaint to be related to aquafresh milk teeth toothbrush. Additional details: consumer reported that this morning his/her 2 year old daughter started to gag and cough whilst cleaning her teeth. Consumer checked her very quickly and found an entire set of toothbrush bristles from one of the toothbrush holes had come lose in her mouth. Consumer managed to get all the material out safely despite chocking and gagging and coughing but obviously this could had been so much worse. Whilst patient (daughter) did nibble the toothbrush a little when cleaning her teeth consumer change the toothbrush's regularly and consumer quite shocked by this safety issue. Follow up information was received on 21 dec 2020 from quality assurance (qa) department regarding complaint ((B)(4)) (complaint reference) for unknown lot number. Investigation evaluation: case closed due to no batch number. Quality assurance analysis revealed the complaint to be complaint inconclusive.

Manufacturer narrative:
Argus case (B)(4).

Event description:
Chocking [choking]. Started to gag [gagging]. Started to cough [cough]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received gsk toothbrush (aquafresh milk teeth toothbrush) toothbrush for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started aquafresh milk teeth toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting aquafresh milk teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant), gagging, cough and product complaint. The action taken with aquafresh milk teeth toothbrush was unknown. On an unknown date, the outcome of the choking, gagging, cough and product complaint were unknown. It was unknown if the reporter considered the choking, gagging, cough and product complaint to be related to aquafresh milk teeth toothbrush. Additional details: consumer reported that this morning his/her (B)(6) year old daughter started to gag and cough whilst cleaning her teeth. Consumer checked her very quickly and found an entire set of toothbrush bristles from one of the toothbrush holes had come lose in her mouth. Consumer managed to get all the material out safely despite chocking and gagging and coughing but obviously this could had been so much worse. Whilst patient (daughter) did nibble the toothbrush a little when cleaning her teeth consumer change the toothbrush's regularly and consumer quite shocked by this safety issue.